Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user failed a vitamin b12 and folate linearity survey for one of five samples. Of the data provided, the sample results for vitamin b12 were discrepant. The results were 113.8 and 94 pg/ml with a mean of 104 pg/ml. The peer mean was 52.5 pg/ml. The user stated no patient samples were involved. The vitamin b12 reagent lot number was 15398804. The field service representative determined the photomultiplier tube high voltage was misadjusted. He ran performance tests and found the bcr2 counts were outside of specification and the bcr2 dilution precision was high. He changed the s/r reagent tubing, syringe seals, pinch valve tubing and adjusted the photomultiplier tube high voltage. To verify the analyzer, he ran performance tests and a blank cell calibration which were successful.